Event description:
The customer reported that the device would not change during testing. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not charge during testing. There was no pt involvement. The device was evaluated by the philips field service engineer and it was determined that the shock button on the paddle was faulty. Replacement of the paddle set resolved the reported symptom. The device was returned to service.